Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during left tibial plateau surgery while drilling the locking screws, the drill bit broke in the metaphysis. The broke piece was left in place as removing it posed significant harm to the patient rather than leaving it in place. No information available about a delay, back up device or if it was a primary/revision surgery.